Event description:
Caller states that he performed back to back testing on the same device with results of 42mg/dl and 196mg/dl. He reports that he took his normal 30 units of novalin and an hour later tested at 113mg/dl on the device. No adverse event reported and no medical treatment received. No quality controls ere used. Requested return of suspect device and replacement was sent.